Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that at a follow-up procedure this patient reported the device pocket, where this implantable cardioverter defibrillator (ICD) is implanted, is infected. The wound was bandaged, and examined. Ther were no device measurement abnormaltiies. There were no additional adverse patient effects reported.